Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on the 15th of may 2009. Therefore, the 'received for publication date' was used as the occurrence date. Reference article: rodés-cabau, josep, eric dumont, and daniel doyle. "¿valve-in-valve¿ for the treatment of paravalvular leaks following transcatheter aortic valve implantation." Catheterization and cardiovascular interventions 74.7 (2009): 1116-1119. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  As per the authors' opinion, insufficient oversizing, the degree and distribution of valve calcification or leaflet-commissural deformation of the native valve and inappropriate positioning (too low or high) of the valve with respect to the annulus, might be possible mechanisms and play a role in the occurrence of significant paravalvular leaks. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), per medical article ¿valve-in-valve for the treatment of paravalvular leaks following transcatheter aortic valve implantation¿ corresponding author dr. Josep rodés-cabau et al.,a reviews the case of an (B)(6) year-old female patient with severe aortic stenosis (as) who underwent an implant of a 23 mm sapien valve in aortic position by transapical approach. There was a severe paravalvular leak (pv-leak) after the implant.  Post-dilation with a larger balloon (+0.5 cc) was performed without improvement. Therefore, a second 23mm valve was implanted within the first one with significant improvement in ar, trivial pv-leak. At 1-month follow-up, tte showed the correct position of the valve and trivial ar with no hemodynamic changes. As per the authors' opinion, insufficient oversizing, the degree and distribution of valve calcification or leaflet-commissural deformation of the native valve and inappropriate positioning (too low or high) of the valve with respect to the annulus, should be considered as playing a role in the occurrence of significant paravalvular leaks.